Event description:
Customer reported the system is displaying a collimator too large error message. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced c-arm backplane, fluoro functions board, and up/down buttons. System operates as intended.